Event description:
It was reported that the 7" (18 cm) pressure rated ext set w/remo was clogged. The following information was provided by the initial reporter: tubing is blocked, no liquid will flow through.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by the customer that the tubing is blocked no liquid will flow through. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5314-c lot number 22069320 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the 7" (18 cm) pressure rated ext set w/remo was clogged. The following information was provided by the initial reporter: tubing is blocked, no liquid will flow through.